Event description:
A consumer reported that following intraocular lens (iol) implant surgery he experienced ghosting images and blurry intermediate and distance vision. He stated the iol exchanged for another model lens and his vision has improved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/10/2012 and 05/18/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).